Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The package shows a multitude of wrinkles over the whole opened pouch area. The hole is located in the middle of the opened foil. The implant itself shows no defects. The hole was seemingly caused by handling of the customer during opening.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. When the device was opened it was noted that there was a hole in the inner package. A second device was used to complete the case. There were no adverse patient consequences.